Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via clinical trial that a study was conducted to compare the clinical and cost effectiveness of the tension free vaginal mesh + monocryl (prolift+mtm) with the standard vaginal prolapse surgery (i.e. Fascial placation). A secondary objective is to track the post-operative and long-term complications of both procedures. A third objective is to evaluate recovery after surgery. The study population included women with a primary pelvic organ prolapse of the anterior and/or posterior compartment pop stage ii or more, in the age of 45 years or older. The main outcome is the percentage of patients with objective anatomical success (pop stage <2) after 24 months. As secondary outcome the subjective improvement in quality of life will be measured by generic (eq-5d,pgi-I) and disease-specific (UDI, ddi, iiq and pfdi20) quality of life instrument. Sexual functioning will be measured by generic (fsfi) and disease specific (pisq12) questionnaires. Complications will be monitored with special notice for pain (mc gill pain questionnaire) recovery will be measured with the recovery index 10. The economical endpoint is short term (2 year) incremental cost-effectiveness in terms of costs per additional year free of prolapse and costs per qaly gained. Adverse events from the study included pop recurrence, blood loss, mesh exposure, de novo pain, de novo dyspareunia, hemorrhage, hematoma, temporary urinary retention, vaginal discharge and de novo stress urinary incontinence. Treatment included local estrogens, urinary catheter and/or surgical intervention.